Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6949 implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  showed no telemetry, was unable to be interrogateda nd showed no pacing spikes. The ICD had not been interrogate for over five years. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.